Event description:
It was reported "issue with portacath line break with our last two patients on blinatumomab. We ended up keeping the 2nd patient inpatient for the final block after his last line break at home. He was less active in pt than at home. We tried splinting the line, but nothing was totally successful. The line seems really susceptible to breaking when it gets twisted" this report addresses the second patient and device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.